Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was not performing as expected. During device explant, a leak was confirmed in the balloon and the pump had blood in it, rendering it no longer functional. Therefore, the balloon and pump were removed and replaced. No patient complications were reported.